Event description:
The eye care professional stated that the incident occurred in 2004 but the patient had not told the eye care practitioner of this incident until now. The patient tole the eye care preactitioner that they had worn focus dailies for two days when they presented with an ulcer located in the mid-periphery (12 o'clock position) of their right eye that covered a significant part of the cornea. There was an anterior chamber reaction and the patient reported severe pain. The patient stated that they had received hospital treatment and that pseudomonal infection was identified. The hospital stopped treating the patient for this incident in august 2004. The patient had a significant scar and the visual acuity was reported to be 0.6 od. In october 2004, the patient was fitted with a scleral lens. The patient's visual acuity is now 1.25. Request has been made for additional information, however no further information is available at the time of this report.